Event description:
Philips healthcare received a customer complaint which stated "an air bubble had been injected into a patient." Upon further investigation into this issue, the hospital has determined that the incident was not "equipment related".

Manufacturer narrative:
Manufacturer of the injector is mallinckrodt who is now owned by covidien. (B)(4).